Event description:
It was reported that, during a hip scope, the anchor tip of four (4) bioraptor suture anchors were poking through the package, it was punctured. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H2: additional information in h9 (FDA recall number). Recall r-2024-11 launched on 19-oct-2024. Z number is not available yet. H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Four devices were returned, three with the tyvek label sheet sealed to the formed plastic tray and one with the label peeled open. Three of the devices, the opened device and two sealed devices have the anchor protruding through the formed plastic case and the final device has holes in the plastic case where the anchor has pushed through but not stuck. The complaint was confirmed and determined to be due to a design failure. A corrective action and field action was initiated to mitigate this issue. H11: corrected information in h6 (type of investigation & investigation conclusion) & h7 (recall tab: yes).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found a similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Four devices were returned, three with the tyvek label sheet sealed to the formed plastic tray and one with the label peeled open. Three of the devices, the opened device and two sealed devices have the anchor protruding through the formed plastic case and the final device has holes in the plastic case where the anchor has pushed through but not stuck. A review of the packaging of the device found that the operator should verify the pouch is free of pin holes, cuts and seal defects. Then, place the product into the pouch and confirm the presence of seals on all edges of the pouch. The complaint was confirmed and determined to be due to a design failure. A corrective action and field action was initiated to mitigate this issue.